Manufacturer narrative:
Device passed displacement test, self test, rewind, however device failed prime/seating due to corroded motor home switch and corroded electronic assemblies. Unable to perform basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. No unexpected pump error 43 noted. Motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had multiple pump error alarms. The customer blood glucose level was unknown. Customer's mother also stated that before the pump error alarm son noticed that insulin was leaking. Customer's mother stated insulin pump was not exposed to a high magnetic field. Customer's mother stated they were able to clear the alarm however not able to rewind the insulin pump. The device will return for analysis.